Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Upon additional information from the reporter facility, this device was not used in the procedure, it was incorrectly reported. No further action is warranted

Event description:
Facility has post-op patient infection investigation in progress. Amongst medical devices and instrumentation used in the 2 procedures, several mitek soft tissue fixation devices were used. At this point in time, this is all of the information made available to mitek. Also see associated mdrs 1221934-2012-00102, 1221934-2012-00103, 1221934-2012-00104, 1221934-2012-00106 and 1221934-2012-00107.